Event description:
Philips received a complaint from the biomedical engineer (biomed), reporting that the v60 ventilator was not secured to the stand. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not secured to the stand, and that the case was broken. The customer was provided with the part numbers for following parts, central processing unit (cpu) tray cover, foot retention plate, thumbwheels, foot kit. Investigation ongoing / resolution pending.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that device was not secure to the stand due to the parts being worn out from age and metal fatigue. The customer reported that the central processing unit (cpu) tray cover, and thumbscrews were replaced to resolve the issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.